Manufacturer narrative:
(B)(4). The analysis results found that the b12lt device was returned with the duckbill out of position and damaged. The duckbill was visually inspected and a mark on it was noted, which suggest that a pointy instrument was inserted through the trocar with excessive force. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the black sealing film fell off. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.